Manufacturer narrative:
Final device analysis results reveal-cap lifted but still attached/functional.

Event description:
The pt underwent device explantation due to a recall on the pump. During the procedure, the catheter was found to be split at the pump pocket. A new catheter was spliced on and the pump was explanted and replaced. The drug used in the pump is dilaudid 13 mg/ml at 60 mg/ml. After replacement of the device the dose and concentration of the drug was changed to 15 mg/ml at 0.72 mg/day. The pump was returned to the MFR for analysis. The pt reportedly recovered without sequela. See MFR report #6000030200701170.